Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as this device has depleted from 9 months and during the recent checked, the battery remaining is less than 3 months in a span of 3 months. Boston scientific technical services (ts) discussed that it is due to blended battery calculations. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as this device has depleted from 9 months and during the recent checked, the battery remaining is less than 3 months in a span of 3 months. Boston scientific technical services (ts) discussed that it is due to blended battery calculations. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as this device has depleted from 9 months and during the recent checked, the battery remaining is less than 3 months in a span of 3 months. Boston scientific technical services (ts) discussed that it is due to blended battery calculations. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.